Manufacturer narrative:
A ge service representative performed an on site investigation. A cable was replaced and all circuit boards and cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported a communication error which will result in the system not booting up. No patient injury was reported.